Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. Field representative noted that the sensing and impedance was fine. The physician then retracts the helix and reposition the lead. This rv lead remains in service. No additional adverse patient effects were reported.